Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿the input (image) cannot be read¿ due to the effect of the poor locking mechanism of the patient substrate set or video module. In addition, the phenomenon, ¿180 the image is not displayed in the scope¿, was reproduced. It was determined that this occurred due to a failure in the patient board set (dr board) and the possibility that dr board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. Additionally, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing connection issues during procedure preparation. According to the initial reporter, the unit would not read the input from the processor cable. There was no patient harm reported from this event.